Manufacturer narrative:
(B)(4).

Event description:
When the tacticath se df was connected, the error message ¿contact force catheter is intended for single use only¿ appeared in the force wave box. The contact force would not reset on the, and the contact force metrics all stayed purple. The catheter was replaced with another catheter which resolved the issue. There were no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.